Event description:
Alaris pump alarming occlusion. Patient was receiving packed red blood cells. Blood was noted to be leaking from the first portion of the tubing where the tubing enters the alaris channel. Tubing was removed and changed.